Event description:
Customer reported unexpected negative reactions with cell #12, heterozygous s cell, of capture-r ready ID, lot id100 when testing a patient sample with a history of anti-e and anti-s on the echo. No adverse reactions occurred as a result of the unexpected negative reactions. Customer was performing validations with a current patient sample.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention capture-r ready-ID, lot id100. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.